Event description:
Hand table higher than the bed when surgery done; surgeon said he positioned patient's hand with table and bed properly aligned before case. Stryker gurney went into trendelberg position on its own.